Manufacturer narrative:
(B)(4). Additions/changes: patient identifier - (B)(6). Manufacturer name, city and state - changed to (B)(4). MDR reporting contact name and address - added the site details for (B)(4) facility. Date received by manufacturer - 08/30/2016 (date email received from FDA with instructions to correct the site registration number). (B)(4).

Manufacturer narrative:
(B)(4). The complaint sample was returned for evaluation and an evaluation including functional testing were performed. The investigation results concluded that this unit was burnt. Improper or excessive high voltage was applied to the warmer, which caused the input filter capacitators and area around them to burn up. This was most probably caused by the customer connecting the unit to an incorrect power source. The customer was sent the operating manual for this product with the recommendation to follow the indicated approved power sources for this product. A review of the device history record (DHR) was performed and showed there were no issues identified with the material or manufacturing process that would have contributed to this issue. A 12-month review of complaint data was performed and did not identify any other related issues.

Event description:
Customer stated to carefusion customer service via telephone "product won't heat up, says "not heating" it was confirmed there was no patient impact.